Manufacturer narrative:
Follow-up # 1 date of submission 3/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/08/2017 with the following findings: the black box and alarm history showed cs 078 call service alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the call service alarm complaint was not duplicated. The pump¿s cover was removed and there was moisture corrosion observed near the motor connector. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 1/06/2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.